Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free. The following information was provided by the initial reporter: material no: 2432-0007 batch no: unknown. Pt on tpn via neo PICC @ 11.5 cc/hr. Noted tpn fluid leaking at IV tubing filter. Notified md. New IV fluid ordered. Line/fluids to be changed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: one used primary set was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was functionally tested and fluid leaked out from both filter vents. The customer's complaint of fluid leaking at IV tubing filter was verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. The sample was sent to the filter supplier for additional investigation. It was determined that it is likely that fluids used by the end user has caused the vent membrane to become wetted out and allow the vent leakage. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv ckvlv 3ss 0.2mf dehp free. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. Pt on tpn via neo PICC @ 11.5 cc/hr. Noted tpn fluid leaking at IV tubing filter. Notified md. New IV fluid ordered. Line/fluids to be changed.